Event description:
It was reported that during surgery, the cutting speed isn't fast enough. There was no harm to the patient. Another device was utilized to complete the procedure. There was a 16-30 minute delay while the patient was under anesthesia. The taken graft was not damaged but a larger graft had to be taken due to the impossibility to take a normal and continuous thickness graft with the device. No additional unplanned graft was taken. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: france.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h10. Review of the most recent repair record determined the motor speed was unstable, the reciprocation arm was corroded and the swivel was seized. The reciprocation arm, swivel, motor, and sleeve were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information available regarding the event.